Manufacturer narrative:
Lot number: 2496643. This event was initially reported via asr, with a follow-up submitted under manufacturer report number 2125050-2020-00581. Additional review determined the information submitted in follow up report 2125050-2020-00581 did not pertain to this patient. This report is intended as a follow up to the previous report, to submit additional information received and to correct the previous information reported. Any additional information received regarding this event will be submitted under this report number. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient experienced severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of ability to perform sexually. Additional information received further reported that in (B)(6) 2011 the patient was experiencing or had experienced a 1-2 centimeter defect in the anterior vaginal wall, below the urethra with mesh exposure. In december 2017 the patient was experiencing or had experienced recurrent stress urinary incontinence with sling exposure in the midline. Placement of unknown transvaginal tape took place.